Event description:
Philips received a complaint by the customer on the v60 indicating that a ventilator failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a ventilator failure had occurred. Per good faith effort (gfe) response, the customer's biomed department was unable to duplicate the reported issue. The customer's biomed department was unable to duplicate the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.